Manufacturer narrative:
Block h2 (additional information): block b5 (describe event or problem), and block h6 (impact codes) have been updated. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for the treatment of strictures and esophageal spasm performed on (B)(6) 2025. During the procedure, the balloon was inflated to 15 mm and then 16.5 mm without problem. However, when the balloon was inflated to 18 mm the balloon began to leak water. It was reported that the balloon had a hole or tear in the middle of the balloon and no piece of the balloon detached inside the patient. The physician decided not to go any further and stop the procedure. There were no patient complications reported as a result of this event. Additional information received on 17jul2025. It was reported some dilation was completed with the first two sizes. Since the balloon failed, the physician decided to leave it as is. This patient is a recurrent dilation patient and physician chose to wait until next visit to go any further.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was inflated without problem; and it was able to hold the pressure without any problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed although additional information confirmed that the correct balloon was returned. The returned device was carefully inspected, and no damages were found. During functional inspection, the balloon was inflated without any problem, and it was able to hold pressure. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for the treatment of strictures and esophageal spasm performed on (B)(6) 2025. During the procedure, the balloon was inflated to 15 mm and then 16.5 mm without problem. However, when the balloon was inflated to 18 mm the balloon began to leak water. It was reported that the balloon had a hole or tear in the middle of the balloon and no piece of the balloon detached inside the patient. The physician decided not to go any further and stop the procedure. There were no patient complications reported as a result of this event. Additional information received on 17jul2025. It was reported some dilation was completed with the first two sizes. Since the balloon failed, the physician decided to leave it as is. This patient is a recurrent dilation patient and physician chose to wait until next visit to go any further.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for the treatment of strictures and esophageal spasm performed on (B)(6) 2025. During the procedure, the balloon was inflated to 15 mm and then 16.5 mm without problem. However, when the balloon was inflated to 18 mm the balloon began to leak water. It was reported that the balloon had a hole or tear in the middle of the balloon and no piece of the balloon detached inside the patient. The physician decided not to go any further and stop the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter email) has been updated based on the new information received on 06oct2025. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for the treatment of strictures and esophageal spasm performed on (B)(6) 2025. During the procedure, the balloon was inflated to 15 mm and then 16.5 mm without problem. However, when the balloon was inflated to 18 mm the balloon began to leak water. It was reported that the balloon had a hole or tear in the middle of the balloon and no piece of the balloon detached inside the patient. The physician decided not to go any further and stop the procedure. There were no patient complications reported as a result of this event. ***additional information received on 17jul2025*** it was reported some dilation was completed with the first two sizes. Since the balloon failed, the physician decided to leave it as is. This patient is a recurrent dilation patient and physician chose to wait until next visit to go any further.